Event description:
New information received on december 23, 2019 indicates that the patient was seen on (B)(6) 2019. Upon review, the system was sensing appropriately. It was determined that myopotentials were causing the over-sensing noted in the episodes along with premature ventricular contractions resulting in pacing inhibition. Changes were made to the patient¿s medications and the patient would continue to be monitored.

Event description:
Related manufacturer report number: 2017865-2018-00325. It was reported that the patient presented via remote transmission with an additional episode of noise. The possibility of an in-clinic evaluation was discussed.